Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nursing staff stated that the pyxis unit on 3w pod 3 consistently displayed an error when attempted to access patient medication cabinets. Although the cabinet could be recovered, it required a second user each time a medication was pulled, and staff noted that the cabinet latch appeared to be malfunctioning. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, a technical support specialist confirmed with the customer that main, auxiliary, and tower units were functioning normally. Furtherly customer mentioned that an error had occurred on a tower door, which led user to perform a storage space recovery that required a witness. A report review showed two tower door errors related to unassigned patient medication bins; both errors were successfully recovered. The tower door had been accessed multiple times in past days afterward without issues. The customer planned to continue monitoring the station and to submit a ticket if the issue recurred. The system functioned as intended after the technical support specialist investigated the device.